Event description:
Caller reported receiving a cgm error 42. There was no adverse impact to customer's blood glucose level. Customer was guided through a pump reset by technical support, and no error code appeared after the reset. Customer successfully started a new sensor session.